Event description:
Pt had been cardioverted with anterior/posterior paddles. Burn marks noted on bed sheet when stripping the bed. Burn marks on pt mid-back between shoulder blades. Burn appears to be 1st-2nd degree burns. Scorch marks noted on posterior paddle.